Event description:
Pt reported back to the facility for IV antibiotics, upon arrival the pt reported to nursing staff that "saline lock broke off, I wondered how I was going to get it out, but there was just enough sticking out, so we took a tweezer and pulled it out."